Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was a leakage at the bottom of the product that released bss (balanced salt solution) while assembling and purging the fms (fluidics management system) before the vitrectomy procedure. The procedure was completed. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was returned in poor condition, however, we were able to perform a pressure integrity test to confirm no leakage. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation on the console. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. The root cause of the customer's complaint could not be established; no observed leakage was seen from the cassette when pressurized. After investigation of this complaint, it has been determined that this sample did not leak; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).